Manufacturer narrative:
E: phone number: institution: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device alarmed with a proximal pressure sensor self-test failed. The device was in use on a patient at the time the reported issue was discovered, and the device was exchanged for an alternative device. The customer alleged the issue may cause injury; however, no actual harm was reported. Investigation ongoing.

Manufacturer narrative:
H10: the asp reported the issue was resolved with replacement of the flow sensor assembly. The device passed pvt and returned to service. The part will not be returned for analysis.